Event description:
The customer reported the unit would intermittently shut down unexpectedly.

Manufacturer narrative:
The customer reported that the unit would intermittently shut down unexpectedly. A philips fse went to the customer site and verified the failure. Replacement of the battery pca resolved the reported failure.